Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported that the staples did not form a tight seal-the suture line was leaking. A second device was opened and the procedure was completed without consequence to the pt.